Event description:
It was reported that the patient had leads replaced because, the outer coating of the leads had eroded to the live wire and the patient was getting electrical shocks. The leads were reportedly taken out and replaced with new leads. It was noted that this occurred between 2010 and 2014. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient has had a system for a while and has had multiple revisions.

Event description:
Additional information received reported that the lead issues had resolved and it was no longer an issue.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 97740, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient product ID 97754, serial# (B)(4), implanted: 2014 (B)(6); product type recharger product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator. (B)(4).